Manufacturer narrative:
Visual examination of the returned components revealed no abnormalities that would have contributed to the report of erosion. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot. Mechanical evaluation would not confirm or refute the reported patient complications.

Event description:
According to the available information, the right side eroded distally and the physician wanted to add a distal sock. The device was removed and replaced.